Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during inspection the cardiosave intra-aortic balloon pump (iabp) found compressor temperature was fluctuating, so replaced the temperature sensor. There was no harm or injury reported.

Event description:
N/a

Manufacturer narrative:
Updated fields: b4, d9, g3, g6, h2, h3, h6 ( type of investigation, investigation findings, investigation conclusion, component code), h10, h11 corrected fields: d5, e2, e3, g2 getinge field service engineer (fse) inspection on the found compressor temperature fluctuation. Fse replaced the temperature sensor (d206-00-0734). Overall inspection results are good. All functional and safety checks performed to meet factory specifications. There was no patient involvement.

Event description:
N/a

Manufacturer narrative:
**UDI related data quality updates only** providing updated device identification information in alignment with gudid (d1, d2, d3, d4, g4, h4, h5)

Manufacturer narrative:
Corrected data: b5, b6, b7, d10, e1 (initial reporter), h6 (impact code). Updated data: b4, g3, g6, h2, h10, h11.

Event description:
It was reported that during inspection the cardiosave intra-aortic balloon pump (iabp) found compressor temperature was fluctuating, so replaced the temperature sensor. There was no patient involved.